Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement (lot: 00915u130). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip (lot: 00915u149) was advanced to the mitral valve and the clip was placed; however, before establishing final arm angle and before removing the locking line; the clip opened slightly and mr worsened. The clip was not implanted. Another clip was removed and was replaced with another clip which was implanted without issues. To further reduce mr, another clip (lot: 00915u130) was advanced to the mitral valve. After the clip entered the left ventricle, the clip rotated and the clip arm became entangled in the tendon cord. Troubleshooting was unsuccessful, the clip arm remained entangled in the tendon cord and was implanted in chordae. The final mr was grade 3+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect failure to delivery mitraclip to the intended site - foreign body in patient due to chordal entanglement - as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported entrapment of device appears to be due to user technique/operational context. The reported foreign body in patient appears to be due to the reported device entrapment. Additional therapy/non-surgical treatment was a result of case specific circumstances as the clip couldn¿t be freed from the chordae and was implanted. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.